Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported that the customer tried to give themselves insulin but may have given too much. Customer was hospitalized for low blood glucose levels. Customer's blood glucose was 23 mg/dl. Customer's husband advised the device had a button error.